Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had high out of range shock impedances on the right ventricular (rv) lead. The shock impedances were found to be jumpy and measured 200 ohms. Technical services (ts) recommended testing the setscrew and the lead to device connection. The rep confirmed the lead connections were all tested and returned to the appropriate header ports. The shock vector guide was tested, the programming was updated and the shock impedances were confirmed to be within normal limits. The ICD and rv lead remain in service. No additional adverse patient effects were reported.